Manufacturer narrative:
The event occurred in: (B)(6).

Event description:
The customer complained of a questionable elecsys troponin t hs (tnths) result for 1 patient sample tested on a cobas 8000 e 602 module. The initial tnths result was 44 ng/l. The initial result was released outside of the laboratory, but it was questioned for unspecified reasons. The original sample was transferred to a false bottom tube and retested. The tnths result was <5 ng/l. There was no allegation of an adverse event. The reagent lot information was requested but was not provided. The investigation is currently ongoing.

Manufacturer narrative:
The investigation was unable to find a definitive root cause.

Manufacturer narrative:
The customer provided more specific tnths results the initial tnths result was 43.58 ng/l. Thnhs testing was repeated once on the same analyzer with a result of < 5 ng/l and three times on another analyzer with results of < 5 ng/l, <5 ng/l, and 5.47 ng/l. Qc results around the time of the event were acceptable. The tnths reagent lot was 29525800 with an expiration date that was not provided.